Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. It was stated that the past no delivery alarms were resolved with a complete set change. The customer's blood glucose was 240 mg/dl. Troubleshooting found insulin was able to exit during a manual prime. It was also found the insulin pump alarmed no delivery during the second manual prime that was performed. The customer was advised the insulin pump will need to be replaced. The customer agreed to return the product for analysis.